Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was interrogated in the clinic and exhibited noise and oversensing on the electrocardiogram (ECG). It was further reported that the r-waves were "tiny". The device was reprogrammed but resulted in undersensing r-waves. It was suspected that the device may have moved and sensing myopotentials. The device remains in use. No patient complications have been reported as a result of this event.